Event description:
It was reported that a piece of the wake button became detached from the pump. There was no reported adverse impact to the customer's blood glucose. Reportedly, the pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.